Manufacturer narrative:
Age at time of event: over 50. Returned product consisted of a solent dista thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that the shaft was kinked 26.2cm, 26.8cm and 28cm from the tip. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline¿ error was displayed on the console. The shaft was cut at the kink 28cm from the tip and it was revealed that the hypotube was fractured. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 21december2017. It was reported an error message displayed. An angiojet® solent¿ dista was selected for use in a thrombectomy procedure in the left lower extremity. The catheter was primed successfully for 15 seconds and aspiration was started. A check saline error message occurred when the physician depressed the pedal. The saline connection was checked and found to be okay, so reset was performed. The physician stepped on the pedal again; however the same error displayed. The back of the hanger on the side of the angiojet was taken off, the hook of the angiojet, and the bag was unspiked and re-spiked and the pedal was depressed a third time; however the same saline error displayed. Another device was not available to complete the procedure; therefore the patient was left on a heparin drip overnight. The patient was brought back the next day to complete the procedure with another catheter. No patient complications were reported and the patient was okay. However, device analysis revealed that the hypotube was fractured 28 cm from the tip.